Event description:
The customer reported that the tubing came apart from the drip chamber containing lactated ringers while attached to a patient, there was no stress on the tubing when it came apart causing a leak.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing came apart from the drip chamber containing lactated ringers while attached to a patient, there was no stress on the tubing when it came apart. There is no report of patient harm.